Event description:
It was reported that during device replacement due to normal eri, the physician elected to cap and replace the lead due to increased capture thresholds. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.